Manufacturer narrative:
The reported events of dislodgement, failure to capture and failure to sense were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited loss of sensing and loss of capture. The physician suspected a micro dislodgment of the right atrial lead. Fluoroscopy was unable to confirm the dislodgement. The lead was remove and replaced. The patient was stable.